Event description:
The tech alleged that the side rail is not latching in the up position. No pt impact.

Manufacturer narrative:
The tech replaced the side rail latch roller guide, bushing and screws to resolve the issue.